Manufacturer narrative:
The field service engineer found an issue with a solenoid valve and replaced it. Ise checks and precision checks were within acceptable parameters. The investigation determined the service actions resolved the issue. As the qc recovery was within -2sd, there was no indication of a performance issue with the reagent.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The potassium electrode lot number was y87_2023 with an expiration date of 08-se-2024. The chloride electrode lot number was k50_2023 with an expiration date of 27-jul-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 analyzer. The samples were repeated on another cobas e501 analyzer. Sample 1 initial sodium result was 120 mmol/l and the repeat result was 143 mmol/l. The initial potassium result was 3.27 mmol/l and the repeat result was 4.03 mmol/l. The initial chloride result was 121.2 mmol/l and the repeat result was 99.7 mmol/l. Sample 2 initial sodium result was 123 mmol/l and the repeat result was 138 mmol/l. The initial chloride result was 116.0 mmol/l and the repeat result was 99.3 mmol/l. Sample 3 initial sodium result was 105 mmol/l and the repeat result was 118 mmol/l. Sample 4 initial sodium result was 123 mmol/l and the repeat result was 144 mmol/l. The initial chloride result was 123.5 mmol/l and the repeat result was 105 mmol/l. The repeat results were believed to be correct.